Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while the patient was in-clinic and connected to the patient cable, a red heart alarm occurred with a pump stoppage event. The patient reported that he does not connect to power module at home and only uses batteries. The patient stated that this is the first time he experienced this event. The hospital staff tried to exchange the equipment. Red heart alarms persisted while only connected to a standard patient cable. The patient was then placed on an underground patient cable the center had from a previous patient. The issue no longer continued. A driveline replacement was successfully completed by the manufacturer. The patient was later sent to the operating room for a device exchange with overwhelming infection. The device was exchanged to another manufacturer's lvad.

Manufacturer narrative:
A distal-end lead portion was received by the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the analysis of the returned distal-end lead portion is completed.